Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed and no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with the helix fully retracted and tissue/blood was visible on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered an effusion during the implant attempt of the right ventricular (rv) lead. The rv lead had perforated the patient's heart. The lead was removed and a new lead will be implanted at a future date after the patient has healed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.